Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead had increased superior vena cava (svc) impedance. The increased impedance and impedance spike was found to correlate with days which the patient had received dialysis. The rv lead svc impedance alert parameters will be reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.